Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed low flow alarms; however, a specific cause for the alarms could not be conclusively determined though this evaluation. The submitted controller event log file contained events on (B)(6) 2024. The file captured intermittent low flow alarms throughout the majority of the file, as well as a sustained low flow alarm lasting approximately 1 hour. During the sustained low flow event, flow decreased to 0.0 liters per minute (lpm) several times. Of note, pulsatility index (pi) appeared to be elevated during the low flow events. The low flow events appeared to resolve by the end of the file. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. The patient ultimately expired on (B)(6) 2024. The patient¿s outcome was not considered to be device related, and the device operated as expected. It was communicated that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of this IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with rhythm of pulseless electrical activity (pea) to the emergency department after being found down and unresponsive. The patient had no pulse or blood pressure and was not breathing. The patient was intubated with chest compressions initiated. Despite resuscitation attempts, the patient ultimately passed away on (B)(6) 2024. Log file review was requested. The log file captured numerous low flow events on 27sep2024. Flows dropped as low as 0 liters per minute (lpm). It was noted that prior to the event the patient had been mentally and physically declining, and hospice was being discussed. It was reported that the device operated as expected and that the death was not considered to be device related.